Event description:
It was reported that the ilet pump powered off due to battery depletion and did not power back on despite approximately 40 minutes on the charging pad, with the charging indicator blinking and unsuccessful outlet changes and remote restart attempts. Symptoms included no device alarms or alerts and inability to resume pump operation. Outcomes included shipment of a replacement device and education on troubleshooting steps. Investigation included remote troubleshooting and assessment of power and charging function. Investigation of this case revealed a suspected power or charging malfunction of the pump associated with the charging system, with failure to recover normal operation after charging. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or power-related device malfunction.